Event description:
A medtronic representative reported the tip broke off of the solera 5.5 mm tap during a spinal fusion surgery. The surgeon was able to retrieve the piece that broke off with no impact on patient outcome.

Manufacturer narrative:
The device lot number and manufacture date are unknown at this time and pending the return of the device. A replacement part has been sent to the site (B)(4) 2012 and the suspect part return has been requested by the manufacturer. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
Lot number provision.device manufacture date provision.as reported, the tip of the instrument was broken off with boney material blocking the cannula.